Manufacturer narrative:
(B)(4).

Event description:
Reportedly the subject device was explanted and physician query for premature battery depletion. Longevity prediction was 10 months on (B)(6) 2016 and battery impedance at 3.82kohms, 3 month follow up given. On (B)(6) 2016 recommended replacement time reached and battery impedance at 10.24 kohms. The device will be returned for analysis.

Event description:
Reportedly the subject device was explanted and physician query for premature battery depletion. Longevity prediction was 10 months on (B)(6) 2016 and battery impedance at 3.82kohms, 3 month follow up given. On (B)(6) 2016 recommended replacement time reached and battery impedance at 10.24 kohms. The device will be returned for analysis.

Manufacturer narrative:
Preliminary analysis confirmed that the returned device operated as specified.

Event description:
Reportedly the subject device was explanted and physician query for premature battery depletion. Longevity prediction was 10 months on (B)(6) 2016 and battery impedance at 3.82kohms, 3 month follow up given. On (B)(6) 2016 recommended replacement time reached and battery impedance at 10.24 kohms. The device will be returned for analysis.